Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had beeped with each cycle and briefly displayed "upstream occlusion cleared," though the issue had persisted throughout every cycle. The reservoir volume had been recorded at 185.7 ml, with the screen indicating that the pump was running and that the reservoir would be empty in 92 hours and 50 minutes. The caller had been instructed to remove all items from the carrying case, including the medication reservoir and pump. She had reported that no clamps had been found on the tubing between the medication reservoir and pump. It had been ensured that the medication spike was fully inserted into the reservoir and that no kinks were present in the tubing. However, the pump had continued to run while triggering the "upstream occlusion cleared" alarm with each cycle. The caller had been instructed to stop the pump, close the tubing clamp, and remove the cassette. No visible kinks had been noted in the tubing. The cassette had been reattached, the tubing unclamped, and the pump restarted. The call had remained active while the pump cycled multiple times, and in 2 out of 4 cycles, the pump had triggered the "upstream occlusion cleared" alarm before resuming operation. The reservoir volume had then decreased to 185.3 ml. The caller had been advised that the pump could be stopped and powered off due to the alarm, but she had declined to do so, stating that she wished to leave it running. The issue occurred while in use with a patient and no patient harm was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D9: device received on 8/8/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the customer issue of occlusion. The investigation found a lifting downstream occlusion (dso) seal. The upstream occlusion (uso) seal/sensor and dso seal were replaced to fix the issue.